Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer would not communicate with a device. The hcp stated that the programmer had green lights, but was unable to detect the device. Another programmer was used and the interrogation of the device was successful. Technical service advised the hcp to have their local sales representative order a new programming head for the programmer that was having the issues. The programmer remains in use. No patient complications have been reported as a result of this event. During follow-up for the serial number of the programmer, it was discovered that the programmer was used the next day on a different patient and no issues were observed.